Manufacturer narrative:
Please see medwatch report # 2032227-2015-17016. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call being hospitalized due to low blood glucose levels towards the end of the year 2013. The customer stated that she had eaten lunch and began feeling unwell suddenly. She stated that she vomited and may have given herself too much insulin leading up to the event. The customer's blood glucose was 27 mg/dl. She reported that she had a lot of indigestion issues. She was admitted, had warming blankets put on her, and got her temperature back up. She advised that she was fine thereafter. She noted that she had been wearing the insulin pump at the time of hospitalization. She called in (B)(6) 2015 to request assistance with setting her fourth basal rates and was able to do so successfully. The customer's most recent blood glucose was 188 mg/dl.